Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention and eventually death. The patient developed tamponade and needed open heart surgery. The patient required open thoracic surgery. The transseptal puncture perforates so that the pericardium fills up with blood. An acute access to the pericardium goes wrong and the liver is hit. The patient starts bleeding. Patient gets stabilized and is sent to another hospital where they try to save the patient, but the patient passes. There was not any bwi catheter used for this procedure. Procedure was finalized when patient started showing symptoms. For the procedure an stsf and pentaray catheter was used and pulmonary vein isolation (pvi) was completed. Patient started showing symptoms after the procedure was finalized. For the transeptal puncture a heartspan needle was used supplied by merit medical. The physician states the cause of death was multiorgan dysfunction after liver bleeding following evacuation of pericardial tamponade. Although delayed, the tamponade may be assumed to be caused by transeptal puncture. The transeptal sheath did not malfunction in anyway. There is a suspected association between the patient death and the emergent pericardiocentesis attempt that went wrong. The (relatively limited) pericardial effusion could only be drained from a subxiphoid puncture, knowing that the left liver lobe crossed the midline, and therefore risked to be engaged by the puncture. Ablation was completed with a stsf therefore this will be reportable for stsf because ablation was performed and the cardiac tamponade was discovered when the procedure was completed. Therefore the stsf can¿t be excluded as a cause of the event. All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-sep-2022, bwi received additional information regarding the event. In the physician¿s opinion, the cause of death was multiorgan malfunctioning after tamponade, bleeding and acidosis. Tamponade at end of procedure ¿ difficult evacuation with subsequent complication from liver artery bleeding. ICU-treated for 2,5 weeks afterwards but with progressive multiorgan dysfunction and ¿ subsequently ¿ death. Force visualization features used were dashboard, vector, visitag and surpoint with the visitag module parameters for stability set at 3 mm, 3 sec, respiration adjustment; force overtime 25%; minimum force 3 g and ablation index. The generator used was a smart ablate. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of steam pop. They are unsure when did the event occur: probably as a consequence of transseptal puncture, but not clinically overt until close to end of procedure. An irrigated catheter was used in the event and the flow setting was standard ¿ 2/15 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. On 3-oct-2022, the bwi medical safety officer (mso) reviewed the event. Their assessment is as follows: the death event appears to be related to a cardiac perforation that occurred soon after transeptal puncture. The physician stated the cause of death was multiorgan dysfunction after liver bleeding following evacuation of pericardial tamponade. There is a suspected association between the patient death and the emergent pericardiocentesis attempt that went wrong. The (relatively limited) pericardial effusion could only be drained from a subxiphoid puncture, knowing that the left liver lobe crossed the midline, and therefore risked to be engaged by the puncture. There was no errors or malfunctions noted with bwi products. The mso does not have any additional follow-up questions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).